Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a health care provider regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was feeling stimulation when the device displayed that it was off. The caller stated that the patient was still feeling stimulation when the device was turned down to 0 volts and was off. Tech services reviewed that when the stimulation is off the ins will not be outputting energy. The rep stated that the patient didn¿t report anything out of the ordinary. The patient was scheduled to follow-up with the physician. The neurostimulator was turned off and an impedance check was run which resulted in no impedance confirming the device was off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.